Manufacturer narrative:
Additional, changed, and/or corrected data: a.6 , g.1 , h.6.

Event description:
Patient reported a left side breast pain, exchange from textured to smooth breast implants due to the patient¿s concern with the product and breast lump. Healthcare professional confirmed events reported and additionally reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified creases fold, and a curved opening. A leak test and microscopic analysis was performed which identified a striated openings on posterior and anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is striated openings on anterior and posterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product, pain, and "breast lump." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a left side breast pain, exchange from textured to smooth breast implants due to the patient¿s concern with the product and breast lump. Healthcare professional confirmed events reported and additionally reported a left side deflation. Device has been explanted.